Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had pump stoppages and low flow while connected to batteries. On (B)(6) 2013, the pt experienced another series of alarms secondary to suspected internal percutaneous lead damage. The pt returned to the operating room on (B)(6) 2013 for a pump exchange.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.